Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06feb2019. The customer contacted philips technical support and reported that the touchscreen would not calibrate and requested the part number. The customer replaced the touchscreen to resolve the issue.

Event description:
The customer reported that the top half of the touchscreen was unresponsive. There was no patient or user harm reported. The event date was not specified; estimate used.